Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds above set outputs shortly after implant which resulted in loss of capture. As a result, the patient experienced a syncopal episode. This rv lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
Following analysis of this rv lead the product investigation determined that the unintended use error investigation conclusion code was selected based on the analysis finding of improper insertion depth of the lead terminal into the device header during normal use of the product.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds above set outputs shortly after implant which resulted in loss of capture. As a result, the patient experienced a syncopal episode. This rv lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.